Manufacturer narrative:
Product and/or particle samples were not available for evaluation. We are unable to determine the root cause in this investigation.

Event description:
The customer reported having issues with blue fibers again. They think they're coming from the blue cap on the phaco tip. It looks like a little silver of a thread, same nature as the blue tip. It was left in the eye and the doctor. Hopes it doesn't affect the patient's vision. They had this issue before, then it cleared up, and now it's back. It looks like shavings, and it must be happening in the manufacturing process. Additional information has been requested.